Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and (B)(4) cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the emergency room with significant bleeding from driveline site. A small arterial bleeder in anterior abdominal wall was tied off. The patient hemoglobin dropped from 13.9 on (B)(6) 2019 to 11.2 on (B)(6) 2019. The patient did not received any blood products, but was given a stitch to the bleeder on (B)(6) 2019. The patient was discharged on (B)(6) 2019 and appeared stable.